Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two weeks later patient was diagnosed with chronic pulmonary emboli. Approximately one month later, lower extremity venous duplex scan showed that on the right extremity, there was no thrombus or obstruction identified. On the left extremity, chronic partial thrombus was identified in the external iliac, common femoral, superficial femoral and popliteal veins. Approximately one month and four days later the patient reported to the hospital for inferior vena cava filter retrieval. Through the ultrasound-guided right internal jugular vein access, a 5-french cook retrieval system sheath was inserted to retrieve the inferior vena cava filter, but unable to retrieve. The sheath was removed and manual pressure was held at site. Approximately five years and six months later, computed tomography revealed that an inferior vena cava filter was present, with its proximal end immediately distal to the origin of the right renal vein. The struts of the filter projected beyond the margins of the inferior vena cava, with 1 of the struts abutted the right margin of the aorta, and another abutted the right posterior margin of the aorta. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with left lower extremity deep vein thrombosis and in conjunction with l4-s1 fusion surgery. At some time post filter deployment, it was alleged that the filter struts perforated and the patient was diagnosed with pulmonary embolism. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.